Event description:
A device reports from (B)(6) indicated a hospital in (B)(6) reported: pt with distal tibia fracture was implanted with screws on (B)(6) 2010. On (B)(6) 2010 one dynamic locking screw was removed after the healing process took place, reason unk. On (B)(6) 2012, the remaining implants were removed at another hospital. During the removal a dynamic locking screw broke and the shaft remained in the pt. On (B)(6) 2012, the shaft was removed from the pt's bone.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.